Event description:
Pt with a history of osteoid osteoma was undergoing placement of a radiofrequency ablation catheter to her left femur. The physician encountered sclerotic bone in which a trocar needle and manual bone drill were unable to penetrate. The physician opted to attempt to drill a hole utilizing a battery powered orthopedic drill. However, in doing so, the tip of the drill bit fractured with the tip remaining entirely within the cortex and medullary space of the mid femur. The tip remained in place / was not recovered and procedure was aborted. Devices used for procedure included: stryker cd3 drill; (B)(4) 2.4mm drill bit (disposable).